Event description:
Suture broke during surgery. Both implants were inserted with good purchase, when surgeon went to tighten the knot without a knot pusher on (he uses a probe) that is old and is (B)(4), both sutures broke near the knot before the knot was tightened. Checked the probe and it did not have a spur or sharp edge. Used a shaver and a biter to remove the lose suture and knot. Surgeon indicated they were small tears and he was ok with leaving the fast-fix behind the capsule.

Manufacturer narrative:
No product is being returned for evaluation.(B)(4)